Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the control iq (ciq) pump software intermittently did not accurately adjust the amount of insulin delivered. A pump reset was performed to address the event and the customer continued to use pump for insulin therapy. Customer's blood glucose ranged from 54-433 mg/dl.